Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
The reported field event of an inability to remove the lead from the device header was confirmed in the laboratory. Visual inspection noted that the a is-1 set screw hex cavity was damaged and stripped. Parylene material was observed along the set screw threads and within the connector block. The cause of the damaged set screw could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant, the set screw could not be untighten. The atrial lead had to be cut. The device and lead was replaced. The patient's condition is fine after the event.